Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners and battery tube threads. Device received with scratched display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 414 mg/dl. Customer felt like his blood glucose was not dropping even after delivering a lot of insulin. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.